Event description:
The event is reported as: complaint alleges: stapler jammed during use. Surgeon used another stapler. No pt injury.

Manufacturer narrative:
Device sample not received by manufacturer. A device history record (DHR) review did not show any issues related to this complaint. Complaint not confirmed due to lack of sample for investigation. Manufacturer will continue to monitor and trend relating complaints.